Event description:
It was reported that the patient passed away due to sudep. The patients physician noted that the death was not related to the vns device. The device will not be returned as the death occurred two years ago and therefore it is unknown what was done with the device. No other relevant information has been received to date.